Event description:
At the second interrogation performed during a follow-up, physician was informed by the programmer that the device was in standby mode. The device was reinitialized as requested by the programmer.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)